Event description:
It was reported that the pt experienced severe spasm. The pt was subsequently admitted to the emergency room. The patient's blood pressure was 210/120 and pulse was 140. The patient's pump was refilled a few days prior with a change in medication. The medication was changed from dilaudid and compounded baclofen to bupivacaine and compounded baclofen. No concentration or dose was reported. The pt was unable to use the ptm to activate a bolus. A hard reset to the ptm was done and then it was synchronized with the pump. The reporter was able to activate a bolus at this point. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.